Manufacturer narrative:
The customer reported the tip of (B)(4) fetal spiral electrode broke and remained in the baby's scalp. A product return was requested, but no product was returned for evaluation. Therefore, the reported problem could not be confirmed. It is possible that the electrode was over-rotated, but this cannot be confirmed due to no product return. A refresher training session has been offered to the hospital staff.

Manufacturer narrative:
.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (989803137631) had broken.